Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
Consumer states "he started cathing 4 or 5 years ago after back surgery for degenerative discs and it affected his bladder ability to empty. He has arthritis, recent recurrent knee infections on his knee replacement. No history of bph, no history of kidney stones. Has said this has been his preferred catheter. Just this year he said for unknown reason or cause (not blaming the catheters) he has been getting recurrent utis, he said "4 or 5" of them." He said "for this last flare up of uti symptoms last week he said he was on doxycyline and an antibiotic that starts with a "c" for a recent knee infection." This emdr covers the unknown number of catheters associated with the utis.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Per the investigation, retained samples of the complaint lot were reviewed. Pouches are intact, tips are closed smoothly without burr or hole over-melt. Eyes are smooth without burr, no sharp edge or material shaving and coating looks normal. Conclusion ¿ record shows the product under lot 23b20901 keep sterility. The product has no quality issue. Products are in sterilized condition and will not cause uti to the user. Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: 1049092, manufacturing site: 3005471919.